Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called at the end of the surgery to report that the bipolar external pedal would not respond. The surgeon had to use a third-party generator to finish the case. The csr checked the proper connection of the pedal at the back of the generator which was ok. For the next surgery they will also use the third-party generator. The procedure was completing as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. A single bipolar pedal was not firing. The fse replaced the bipolar pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.